Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set leaked at ¿the port above the filter¿. The device was filled with total parenteral nutrition (tpn). The tubing was flushed with normal saline and it leaked while flushing it. The leak was a slow drip. The issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the date of the event was reported as either "may 2nd or 3rd". H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo identified the device; however, the reported condition was not clearly observed via the provided photograph. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.